Manufacturer narrative:
The reported complaint of migration or expulsion of device was not confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header was performed, and no anomaly was noted. Further electrical testing was performed, indicating normal device performance. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for scheduled procedure after experiencing discomfort due to migration of implantable cardioverter defibrillator (ICD). The ICD was explanted as a result. Patient condition was unknown.